Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device had a flashing white blank display. Customer's blood glucose was 10.8 mmol/l. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. No flashing white display noted. We were unable to perform the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Also, device was received with corrosion on the motor and force sensor. No moisture damage found on the keypad assembly. The insulin pump was received with corroded battery tube, scratched case, pillowing keypad overlay, and minor scratched lcd window.